Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a drop that remained within normal limits in right ventricular (rv) lead shock impedance measurements. Technical services (ts) was consulted, discussed that this right ventricular (rv) lead had exhibited a gradual rise in shock impedance measurements, however, the day of the recent sudden drop there were two no therapy episodes with non physiologic noise. Ts strongly suspected there was surgery that day and that it likely resulted in the drop in impedance. Ts discussed that the lead had exhibited a gradual rise and recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a drop that remained within normal limits in right ventricular (rv) lead shock impedance measurements. Technical services (ts) was consulted, discussed that this right ventricular (rv) lead had exhibited a gradual rise in shock impedance measurements, however, the day of the recent sudden drop there were two no therapy episodes with non physiologic noise. Ts strongly suspected there was surgery that day and that it likely resulted in the drop in impedance. Ts discussed that the lead had exhibited a gradual rise and recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported.